Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Customer reported that issue was resolved by complete set change. Customer also reported high blood glucose event with blood glucose level with 398 mg/dl. Customer received multiple insulin flow block alarm during bolus. Device will not be return for analysis.